Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy and bilateral salpingooophorectomy the teflon pad from the grasping section the device peeled off. It was reported that the pad peeled occurred while the doctor was performing the cut/coag function. A second handpiece was used to minor bleeding. The intended procedure was completed. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and manufacture dates. The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found the teflon pad 50 percent lifted exposing metal on the jaw. The distal end of the device was inspected under a microscope and found no indication of damage to the probe unit. The device was connected to the test usg-400/esg-400 and confirmed the device passed the probe check. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated.